Event description:
As reported by the edwards field clinical specialist, during an off-label transeptal tavr procedure, the 23mm sapien valve position post deployment was too aortic (70:30) with moderate central and paravalvular leak. A second 23mm sapien valve was deployed in good position (50:50). Additional information provided in the report form: the patient's aortic annulus measured 20mm by tee. The aortic valve leaflets and aortic root had moderate calcification. The 23mm sapien valve was mounted on a 23x3 z-med balloon by the implanting physician. The image intensifier angle was reported as good; however the coaxial alignment of the valve and z-med balloon catheter with the aortic annulus was fair. Prior to deployment the valve position was 60:40 ventricular. During deployment the patient's ventilation was held and the pacing capture was not lost.

Manufacturer narrative:
Per the instructions for use (IFU), the sapien valve is indicated to be delivered via transfemoral approach via the retroflex delivery system, or via transapical approach on the ascendra delivery system. The safety and effectiveness of the edwards sapien¿ transcatheter heart valve delivered via a non-edwards balloon catheter has not been established, is not an approved method of delivery for the sapien valve, nor is it endorsed or recommended by edwards lifesciences. In addition, the sapien valve is not indicated to be delivered via the transeptal approach. Per the device instructions for use (IFU), valve malposition requiring intervention and paravalvular or transvalvular leak and are potential adverse events associated with the use of the transcatheter procedure and the sapien bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this particular case, the root cause for valve malposition with subsequent with moderate central and paravalvular leak cannot be confirmed; however, there are multiple potential contributing factors. The valve was crimped on and delivered by a non-edwards balloon catheter, via a non-indicated approach. There is no testing to support the use of a non-edwards balloon to deliver the sapien valve. In addition, it was reported that there was fair coaxial alignment of the z-med balloon and valve across the native valve prior to deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the sapien valve. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.